Manufacturer narrative:
The reported event of incorrect interpretation of signal and inappropriate therapy were not confirmed. As received, a device was returned for analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were identified.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator performed inappropriate shock due to incorrect interpretation of signal. The implantable cardioverter defibrillator was explanted on (B)(6) 2023. The patient was in stable condition.